Manufacturer narrative:
Hamilton medical ag case number is:(B)(4).

Event description:
The following was reported to hamilton medical ag: local staff was checking for anomalies inside this c1. He then noticed that the check valve assembly connector was disconnected. He also noticed that the port to insert the check valve assembly connector on the control board was broken. No patient involvement.